Event description:
Additional information was received that they managed to lengthen the rod 2mm. The rod will remain implanted and continue to be monitored.

Manufacturer narrative:
Additional data: b5.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during the last two attempts to lengthen, the rod has not been moving. No additional information has been provided.